Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 3986 initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery got very hot when it was in the patient's freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
Initial investigation and review of onboard battery system management (smbus) data confirmed that the battery had reached 48°c, which is the battery temperature that would signal the driver to annunciate a temperature alarm, as well as likely feel hot to the touch as reported by the customer. The batteries were most likely replaced prior to alarm annunciation as no temperature alarm was reported by the customer, and it cannot be determined when the battery reached this temperature (inside or outside of the driver). The battery was tested in accordance with current evaluation process, where it successfully passed all sections. There is no evidence from the smbus data analysis or evaluation testing indicating that a malfunction of the battery caused the temperature to increase, or that it functioned outside its intended design. The root cause for the battery reaching 48°c cannot be conclusively determined; however, it can be caused by operating a freedom driver in elevated ambient temperatures, blocking the driver air cooling intake / exhaust vents or a combination of both. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.